Event description:
It was reported that the pt received the acetabular component on (B)(6) 2007. He reported that he was having pain. The pt then underwent revision surgery on (B)(6) 2012, due to fluid build up around the implant and elevated level of cobalt in his blood.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source of documents for review. The lot numbers were received for the devices and the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008 as referenced. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this. (B)(4).